Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient's spouse that a hospital had determined that one of the patient's leads was not functioning properly. No additional information could be obtained after multiple follow-up attempts. The leads remain in use. No patient complications have been reported as a result of this event.